Event description:
It was reported to philips that the device shut down during a facility power outage of less than five seconds. The device was in clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system malfunctioned during a diagnosis procedure. The procedure was completed as planned by restarting the system. A philips remote service engineer (rse) inspected the system remotely and found that the hospital¿s internal block power station, meant to step in during main voltage drop, did not activate for this system. Analysis of log performed by rse showed mains failure, causing the system shutdown by itself. On-site field service engineer (fse) confirmed that the system worked as intended during the power failure. As there was no uninterruptible power supply (ups) to maintain operations, the installed single-phase ups ensured that the pcs were able to shut down without losing data. Work resumed as normal once the system was turned back on. Based on the information available, it is understood that the malfunction was with the internal block power station (hospital power) and not with azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.